Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during a low anterior resection procedure, in the hospital, there are no colorectal fellow or any available assistant for the surgeon. So, a resident fired ecs29a. The surgeon routinely prefers cdh29a. He isn't sure why the scrub nurse opened the ecs29a for the case. After firing, he routinely does reforce suturing with v-loc. While he was suturing for this case, he found out the other part of the lumen was fully opened. That's when he knew only the knife was fired, without the staples on the lumen. He dissected lower part of the rectum and re-fired another cdh29a to close the case. He isn't sure whether it happened for the defect of the device or the technical issues regarding faults or mistakes of the resident.